Event description:
The customer called for help with his 2 contour meters. He alleged one meter was reading "lo" when he tested his blood glucose. During the call, the customer performed blood tests using both meters and received readings of "lo" and 171 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement strips were sent to the customer.

Manufacturer narrative:
The product code for the test strips was not obtained during the call.